Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that he was unable to test his blood glucose on his onetouch ultra2 meter because it had a cracked display. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and obtained additional information from the patient to classify this case. The patient alleged that the product issue began at approximately six weeks prior to the patient contacting lfs. The patient stated that he dropped the meter during normal use. It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The patient stated that he tests his blood sugar about 10 to 12 times a day and manages his diabetes with insulin, novorapid and levemir. Since the alleged issue began, the patient confirmed that he continued with his usual diabetes medication routine. The patient informed the cca that he tested his blood sugar on a friend's unspecified meter, but was unable to provide any information on actual testing dates and results. On an unspecified date after the alleged issue began, the patient claimed that he developed symptoms of "sweating, dizziness, and impaired vision." It is not known if the patient was able to test his blood sugar on any meter at the onset of his symptoms. The patient stated that his girlfriend treated him with a glucagon injection (mix of 1 mg glucagon and 49 mg lactose). During the troubleshooting session, the cca documented that the patient did not report any misuse on the subject meter. Per protocol, replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged issue, reportedly developed symptoms suggestive of hypoglycemia, and required medical intervention from a lay individual after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.